Event description:
Estimated date of incident 15nov2023. It was reported that the user allegedly got a cyst-like growth and soreness from a completely in the canal hearing aid. The user uses another hearing aid as his primary aid, and used this only as a backup hearing aid while his primary aid went in for repair. He started using the hearing aid on (B)(6) 2023, and on 15nov2023 he saw his ear-nose-throat doctor due to a cyst-like growth, at the location where the aid was rubbing against the ear. The doctor recommended neosporin and a warm compress. No further follow up has been received or is expected.

Manufacturer narrative:
Manufacturer's ref# (B)(4). Technical investigation concluded: a DHR review have been completed. No deviation or changes were found during manufacturing of the device.the device passed all inspection. The clinical investigation concluded: it has been reported that a custom hearing aid allegedly caused a cyst-like growth on the ear of the user. The user uses the hearing aid as a backup hearing aid, as his primary aid was sent in for repair on (B)(6) 2023. On 15nov2023, the user had to be seen by an ent, due to a small cyst-like growth where the hearing aid was rubbing his ear. It took roughly 1 week to develop. The ent recommended using a warm compress, and neosporin to treat the growth. The user is a 16-year-old male. Based on the information it is indicated that the reported issue in the case description is related to a poor physical fit since there is no medical confirmation (no biopsy or any medical report) of this reported 'cyst like growth'. As hearing aids and ear moulds will need to have skin contact, the risk of skin irritation or pressure pain because of poor physical fit is present. If a good fit with proper retention and wearing comfort cannot be obtained for a specific hearing aid user, then a different hearing aid style or remake should be considered. Clinical conclusion on the case is that it is unlikely that the hearing aid has caused or exacerbated it. Poor physical fit of hearing aids is identified in the risk analysis and mitigated to an acceptable level through modification of the hearing aid casing or a remake of the hearing aid. The user guide instructs the hearing aid to contact the hearing care professional if skin irritation occurs. There are no new clinical aspects (e.g. Unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusions herein are sufficient. No conclusive diagnosis or test results confrming the alleged cyst like growth have been reported. No outcome has been reported. No further follow up is available. Risk register reference: generally known risk associated with the use of the use of such devices. Considered in the risk analysis and deemed to be of an acceptable nature. This is a combined (initial and final) report.